Manufacturer narrative:
Concomitant medical product: product ID: 4024-58 lead, implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and ventricular leads had low impedance. An insulation breach was suspected. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.